Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of high pacing thresholds and impedance. The transvenous defibrillation lead was also explanted. Both the device and lead were returned to cpi for anlaysis. The device (ventak av, model 1810, serial 300042) is not FDA released in the united states and is involved in an advisory.